Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had an error e116. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported error code could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during an unspecified procedure.